Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services recommended device replacement and discussed outputs and programming. The patient is not dependent on therapy. At this time, the device remains in service. No adverse patient effects were reported.